Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a "mast arthrodesis procedure at levels l4-l5-s1, when the surgeon was doing the reduction at l5, the extender pulled out. Due to this, the surgeon did a mini-open at levels l4-l5 to reduce the screw to the rod. The extender was noted as broken but no fragments were left inside the patient."

Manufacturer narrative:
Analysis of the returned device shows that the tip of the inner sleeve is bent. This type of bend makes it hard to release the screw causing the user to place more pressure on the tip and bend it more. The observations are consistent with bend stress overload.